Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon observed two reloads that did not deploy all staple lines. For the first reload on the second firing, the surgeon used a black reload. The stapler sounded like it was going through thick tissue as the tone of the firing lowered. Upon opening of the stapler, it was observed that the two outer rows of the reload on the patient side did not fully deploy. A second reload was used to staple over the area of open staples. Clips and tisseal were also applied on the stomach. On the 3rd firing, first use of the second (green) reload, all three rows of staples deployed on the patient side, but only the outer most row on the remnant/specimen side. The reload showed visible damage. Applications of clips and tisseal were used on the staple line on the patient side. There were no patient consequences reported. One reload (black) will not be released; one reload (green) will be returned.